Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Further information was later received that the patient had died. There is no allegation or evidence the death was related to the oversensing, pacing inhibition, and inappropriate shock. The boston scientific field representative stated the cause of death was unknown. The available information suggests the product was buried with the patient and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was associated with oversensing that resulted in brief pacing inhibition and an inappropriate shock. A boston scientific field representative reported the episode review during a device check showed a ventricular fibrillation (vf) rate of fine noise that was initially detected and diverted, then redetected with delivery of the committed shock as programmed. The representative also reported there was about two seconds of pacing inhibition indicated. There also was a diverted episode from that same day. It was reported that the patient had undergone a heart valve surgery that day, but it wasn't known if there was a correlation between that procedure and the two recorded episodes. Lead measurements were normal, and the noise could not be reproduced clinically. The device remains implanted and in service.